Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a laparoscopic tep, when the surgeon changed the sealing valve, the part is broken, so nurse changed to a new one. The current patient status is stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, the 10mm valve door was broken off and replaced with another one from a similar device. All other components were in proper working condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).